Event description:
It was reported that, pre-operatively, when monopolar instrument was inserted into the arm cart assembly (aca), an error message of "sterile interface module (sim) not connected or non-functional. Arm sterile barrier may be open" occurred. The issue occurred when specific sim is being inserted. No patient involvement.

Manufacturer narrative:
H2) correction: d1, e (first name, last name, facility name, street 1, city) h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident. Evaluation of the logs did not show any issues regarding a monopolar instrument. However, there were multiple instances noted of the arm cart assembly being docked without a sterile interface module (sim) being attached. An error code was triggered which occurs when the arm cart is docked but the sim is not detected. This error code reports an error message stating, "caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open.". Evaluation of the sterile interface module confirmed the reported condition. The investigation identified that the most likely cause could be traced to a sim and instrument connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, when monopolar instrument was inserted into the arm cart assembly (aca), an error message of "sterile interface module (sim) not connected or non-functional. Arm sterile barrier may be open" occurred. The issue occurred when specific sim is being inserted. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.